Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was not hospitalized at the time of death. It was reported that the patient finished therapy on the morning of their death and passed away at home. As a result, the patient was not connected at the time of death; nor, was the patient undergoing treatment. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was manufactured 09 jun 2001. The device was not returned; therefore, a device analysis could not be completed. Review of device history indicates manufacture of the device is not related to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.